Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the conversion to ethicon devices occurred 1 ½ years ago.

Event description:
It was reported that during lobectomy and wedge resections over the last two months, there were five air leaks in november and seven in december. (B)(6) 2019 patient returned to or pod#9 bronchoscopy, left thoracotomy, hylum mobilization, pneumostasis, diagphragmatic mobilization, intercostal block for persistent air leak and pneumothorax. 10/17 CT. Patient discharged to home on (B)(6) 2019.